Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the received information and telemetry data, it is assumed that the active electrode has been migrated partially out of cochlea. The implant registration card states a full insertion. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The bilaterally implanted patient reported a degradation in hearing performance with the concerned left-side device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The bilaterally implanted patient reported a degradation in hearing performance with the concerned left-side device. In situ testing results showed a different impedance profile. A CT scan confirmed the concerned device electrode array to have extruded from the cochlea. An electrode array repositioning surgery was intended. During this procedure, the surgeon observed fibrosis in the middle ear and mastoid and decided to re-implant the patient with a new device. The patient successfully underwent the first activation with the re-implanted device.